Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ with lidocaine in the zygomatic, mandibular, pre-jowl and malar regions (ck3 topography). Approximately one month later, patient was injected with injected with botox®, in ¿the jowl and in the mandibular region¿ with one syringe of of harmonyca ¿ with lidocaine and in the imaginary region of ligament line anterior to parotid, in the midpoint with another syringe of harmonyca ¿ with lidocaine. Three months later, patient under went ultraformer. Unspecific time later, patient had vaccination for influenza and covid. Approximately two months post ultraformer, patient experienced facial asymmetry, with palpation of a hardened nodule in the right zygomatic region that is painless and without associated phlogistic signs. Patient also developed nodules that is hard on palpation, bulging of the zygomatic region on the right and mild itching at the site that was also erythematous. Patient was treated with ciprofloxacin and prednisolone. Hcp ¿performed soft tissue us with diagnosis of granuloma, without significant activity on doppler. Biopsy was not provided. Patient underwent a new skin us that identified panniculitis (not device related) in the zygomatic and mandibular regions. Symptoms are ongoing.